Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ needle was blocked during the testosterone injection. The following information was provided by the initial reporter: "spontaneous - patient reported he was injecting testosterone as usual when after pressing down on the syringe plunger, no medication came out of the needle and it actually back-flowed into the plunger area. Defective syringes. No missed dose or adverse events reported... Unknown if md aware. No further information provided. Product lot number is unk. Syringe used to inject testosterone at above dose/frequency."